Manufacturer narrative:
G5:510(k)#:k102985. Multiple attempts were made to obtain information regarding the patient, with no response was received. However, no patient harm or injury was reported.the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The field service engineer replaced the front bezel to resolve the issue. The unit was functionally tested and successfully passed all testing. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Even though no parts were returned for investigation, previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
Further information regarding patient intervention or actions taken is currently pending additional correspondence with the institutional clinicians.

Event description:
It was reported to philips by a customer that the unit nav-ring is defective. Further information regarding patient intervention or actions taken is currently pending additional correspondence with the institutional clinicians. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.